Manufacturer narrative:
Suspect device received on july 13, 2021. Device evaluation completed on july 20, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior view, measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Upon receive of the right-device, the identity revealed as cat#: 3501670, lot#: 5601958 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with an unknown saline prosthesis experienced bilateral deflation post procedure. As a result, the patient underwent bilateral replacements as follow: left/ cat#: 3502475, sn#: (B)(4), and right/ cat#: 3502475, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.